Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm device was providing a ¿brief sensor issue¿ alert. The patient was experiencing disorientation. The reporter monitored the cgm for three hours and the ¿brief sensor issue¿ continued for longer than that. No blood glucose (bg) meter was taken as the reporter did not know how to do a bg fingerstick. The reporter decided to contact 911. While waiting for emergency medical services, the patient was given orange juice. Once ems arrived, the patient¿s bg meter reading was 30 mg/dl and the cgm was still reading ¿brief sensor issue¿. It was stated the patient was in a ¿semi-coma¿ at this point, therefore, he was treated with an IV with "sugar water" until he regained consciousness. It was not specified how long this took. The reporter also reset the dexcom device and after a few hours, the cgm began providing cgm values again (no specific values were provided). There was no documentation of the patient being taken to the emergency room. The patient was ¿feeling fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.